Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. A CT angio of the abdomen and pelvis 2 years after implant was performed. It was followed by cta and compared to the 1 year follow-up. It was reported that there has been no apparent change in position of the stent graft and there appears to a be a small amount of extraluminal contrast outside of the graft at the distal right iliac limb, which may indicate a mild type I endoleak due to an enlarging iliac artery; however, the aneurysm has not enlarged. Endovascular repair of the endoleak is scheduled at a later date.

Manufacturer narrative:
Evaluation results: patient's condition affected effectivness of device (enlarging iliac artery). Inherent risk of procedure (endoleak). Evaluation conclusion: device failure lack of effectivess related to patient condition (enlarging iliac artery).